Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that on (B)(6) 2028 the user¿s ilet sleep/wake button was unresponsive and did not vibrate when pressed. The device could only be activated while on the charging pad. The issue began the previous day and persisted. A replacement ilet was arranged. No blood glucose impact was reported.